Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a femoral impaction pad broke when being disassembled from the handle after it had been used for implant impaction. There was no patient involvement. Attempts have been made and no further information has been provided.